Event description:
Boston scientific crm received information that when the patient was seen for his two week post-implant device check-up, the right atrial (ra) and left ventricular (lv) leads were found to have dislodged. It was noted that the patient had fallen and landed on his left arm multiple times during the past two weeks. The physician attempted to revise the leads multiple times without success. Both the ra and lv leads were removed from the system due to an occluded superior vena cava. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with dried blood and body fluid noted in the lead lumen. Visual observation noted the j shape at the end of the lead to be in good form. Analysis could not confirm the clinical allegations observed in the field.

Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.